Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420cc saline catalog #3503420 lot #6589157 sn #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with a mentor smooth round high profile 420cc saline breast prostheses. The patient reported experiencing chronic heavy growth enterococcus faecalis, proteus mirabilis, tumors located on the capsule of breast, pain all over their body, and joint pain. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/4/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/31/2018, mentor became aware of additional information in regards to the following: the patient reports that she was treated beginning 2012, but with the incorrect antibiotics. In 2018, she saw another physician and was treated with the correct antibiotics. She had several mammograms, ultrasounds, mris in the process and the physician recommended she remove the implants due to benign tumor growths in her breasts. The patient underwent lumpectomies and device removal without replacement on (B)(6) 2018. The patient also reported joint pain and pain all over body that remained after explantation. Manufacturer¿s reference number: (B)(4).